Event description:
Using accu-chek insulin infusion pump. Pump appears fine but something in syringe/cartridge reacts with insulin to make insulin cloudy and thick. My blood sugars went up and pump records occlusion. Change out everything and pump works fine. But insulin in cartridge is cloudy and thick, almost solid. Same problem about a month ago and reported it to lilly who replaced insulin vial. But now with new insulin, it happens again so I think it is the cartridge doing it. I have had a lot of trouble with getting occlusions with this system since I began using it but never paid close attention to insulin in cartridge till noticed thickness last month. Many people may not have trouble but I only use about 22 units of insulin per day so insulin remains in cartridge longer that for most people. Started using this pump in (B)(6) and never had this trouble with previous pumps or cartridges. I have been on an insulin pump since 1980 - I was one of the original "guinea pigs." Dates of use: (B)(6) 2011 - (B)(6) 2011.